Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that the patient stated therapy was not helpful. The patient claimed it did not work and it required a pocket revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The precise explant date of the device remains unclear, however the patient reported the system was ultimately explanted some time in 2013, after the presently reported event. Concomitant product: product ID: 3093-33, lot# v833270, product type: lead. (B)(4).

Event description:
A patient with an implantable neurostimulator (ins) for the therapy indication "gastrointestinal/ pelvic floor" reported that their lead and ins were moved to the other side of their body in 2012. Information regarding the alleged issue, event context, symptoms, diagnostics/troubleshooting, potential causes, or outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.